Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A power loss to the cycler occurred during a routine hemodialysis treatment. Rinseback was not performed, resulting in an estimated blood loss of 190cc. The patient received 4 units of blood as a result of the blood loss and a pre-existing low hematocrit as a result of recent cardiac bypass surgery.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as directed in the user's guide. The user's guide provides adequate instructions for performing rinseback when a power failure occurs. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.